Event description:
Per the audiologist, the pt showed poor performance when using the cochlear implant system. Testing at the clinic showed open circuits on multiple electrodes. A CT scan done (date not reported) showed the device to be positioned correctly. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple faulty electrodes. Deactivating the faulty electrodes and exchanging the external equipment did not solve the problem. Explant/reimplantation surgery is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.